Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up to bypass surgery, battery impedance was 3k ohms. A subsequent follow-up observed battery impedance at 8k ohms. Electrocautery during the bypass surgery was reported.